Manufacturer narrative:
Pending investigation.

Event description:
(Mdl no. (B)(4)). The patient has filed a short-form complaint in a multidistrict litigation titled, in re exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs, allege that their knee or hip replacement devices failed prematurely, because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue¿. Because the patient has filed a suit in this multidistrict litigation, the patient appears to allege, that the patient was injured as a result of premature wear of an exactech polyethylene device. As reported via legal documentation, the patient had a left knee revision on (B)(6) 2016. This device has not been explanted. The patient has suffered the following injuries and complications: pain and difficulty with every day activities. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.